Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cables were checked for arcing. The reserve line, and transformer oil levels were checked. The transformer was replaced. The system was tested and operates as intended.

Event description:
The customer reported that during a case the 9900 system produced a 'pop' sound and the monitor went black. The system was shut down and rebooted and the same problem recurred. No pt injury was reported.